Event description:
It was reported that an ilet user received a ¿dosing stops soon, connect cgm¿ alert while using a freestyle libre 3 plus sensor, and customer care guided the user to pair a new sensor, after which the device displayed a confirmation of pairing. No reported adverse clinical effects. Outcomes included restoration of continuous glucose monitor (cgm) connectivity and continuation of automated dosing after successful sensor pairing. Investigation included remote troubleshooting and user education focused on cgm pairing and device use. Investigation of this case revealed a cgm communication or pairing interruption that resolved with pairing a new sensor, consistent with known cgm connectivity issues between the pump and the sensor. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication disruption mitigated by corrective action through re-pairing the cgm sensor.